Event description:
It was reported that a patient presented for lead revision. This right ventricular (rv) lead was fractured and had caused inappropriate therapy and was previously programmed off in (B)(6) 2023. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient condition was stable.